Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
This pi is for revision done on 2018 it was reported through medwatch (mw5086152) " I had my first 1st stryker [...] Knee replacement on [...] 2017. The knee never quit hurting and would still buckle. On [...] 2018 I had a stryker [...] Implanted. I still have not returned to work because of the pain."